Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The procedure treated the 90% stenosed, 20mm in length target lesion located in the severely calcified and severely tortuous distal right coronary artery. Pre-dilation was performed. A 3.0x16mm promus element plus stent was advanced with double wires and a guiding extension catheter but could not cross the lesion. The stent was removed from the patient two times for additional angioplasty. On the 3rd attempt to advance the 3.0x16mm promus element plus stent, it was noted that the proximal stent struts were damaged. It was believed that the proximal end of the stent caught on the extension catheter while removing the stent. The procedure was completed with another device. No patient complications were reported and the device status if ok.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified severe proximal stent damage. The proximal stent struts were both raised and twisted with the proximal stent struts pulled over the proximal marker band. This type of damage is consistent with the device encountering some form of resistance during advancement and/or withdrawal. A hypotube kink was also noted 45mm from the strain relief. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The procedure treated the 90% stenosed, 20mm in length target lesion located in the severely calcified and severely tortuous distal right coronary artery. Pre-dilation was performed. A 3.0x16mm promus element plus stent was advanced with double wires and a guiding extension catheter but could not cross the lesion. The stent was removed from the patient two times for additional angioplasty. On the 3rd attempt to advance the 3.0x16mm promus element plus stent, it was noted that the proximal stent struts were damaged. It was believed that the proximal end of the stent caught on the extension catheter while removing the stent. The procedure was completed with another device. No patient complications were reported and the device status if ok.